Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized with diabetic ketoacidosis, with a high blood glucose reading over 800 mg/dl. The diabetes educator stated that the last reservoir change was one day prior to the event. Programming was correct and troubleshooting was performed. The insulin pump passed the fixed prime and the high pressure test. The dr. And trainer stated that the perceived cause of event was due to the customer bolusing improperly by randomly putting in numbers for insulin delivery. Nothing further was reported.